Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an 80% in-stent restenosed lesion in the right superficial femoral artery. A 4.0x200mm armada 35 balloon catheter was prepared per the instructions for use without any issues. The balloon catheter was inflated once at 8 atmospheres; however, the balloon ruptured. The procedure was successfully completed with a new 4.0x200mm armada 35 balloon catheter for balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.